Manufacturer narrative:
(B)(4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would intermittently fail to power on with a battery source. Physio-control evaluated the device and found that it would reset (power on/off) itself and was not available to provide defibrillation therapy. There was no pt use associated with the event.